Manufacturer narrative:
Upon further investigation, the battery did not fail, and has exceeded shelf-life as specified by the manufacturer. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that the battery is bad. There was no patient involvement at the time the reported issue was discovered. There was no report of patient or user harm. Further information has been requested. If additional information becomes available at a later date, a follow up report will be submitted.